Manufacturer narrative:
It was reported that the compressor's pump did not start. After inspection it was concluded that the starting capacitor was broken. It was also reported that the customer no longer use the compressor but central air supply. After that, the compressor has been discarded. The conclusion in this matter is that the compressor motor start capacitor was defective. As no goods were returned for investigation, the root cause why the motor capacitor failed could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor's pump did not start. There was no patient involvement. Manufacturer ref: (B)(4).